Event description:
It was reported that resistance was met when advancing the spring wire guide (swg) through the needle. After removal, the swg was found kinked. There were no reported patient complications as a result of this occurrence.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. He returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: one used swg was returned for evaluation. The needle was not returned. Returned swg was visually examined and met specifications as required for this kit. Swg had become unraveled and exhibited two defined kinks at 3cm and 23 cm from the straight end weld, plus many bends throughout. Swg began to uncoil at first kink (3cm from straight end) and continued to 67cm where core wire had broken. Piece a of the core wire measured 67 cm and contained the unraveled coiled wire. Piece b of the core wire measured 1.5cm and was found at the end of the coiled wire attached to j- bend. Both welds were observed to be intact. No nicks or cuts from the needle were observed on returned swg. The IFU for this product, arrow (B) (4), warns about possible damage to swg if guidewire is withdrawn against the needle bevel, and if excessive force is used in the removal process. The IFU also suggests using care and provides instructions when removing swg if resistance is encountered. The investigation found no evidence to suggest a manufacturing related cause. The potential cause of this complaint report could not be determined since the needle was not returned.